Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. A pairing test was performed and the test passed. The pairing test allowed for the transmitter log to be downloaded and the it failed the log review. The reported event of loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/07/2016, that on (B)(6) 2016, the patient has a loss of connection. There was no report of injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 08/17/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined post investigation.